Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient had a refill the day before this report and the print out was showing a motor stall. The motor stall was confirmed to have occurred on (B)(6) 2015 at 14:06 and recovered at 14:11. The pump was updated at 14:28. The patient stated that they had a hard time interrogating the pump at the time of the refill and were "not able to get a reading" on the clinician programmer. The cause of the motor stall remained unknown. The pump was used to infuse bupivacaine and morphine (unknown). No intervention or outcome was reported for this information. Follow up was being conducted to obtain this information. Should additional information be received it will be added to this event.